Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) and the sensing vector was reprogrammed from secondary to primary. Two months later the patient received another inappropriate shock and boston scientific technical services (ts) was asked to review the episode. Upon ts review it was noted the inappropriate shock was due to rate excursions above the conditional shock zone and noise. Ts suggested programming options and troubleshooting options including consideration of an x-ray. The field representative was contacted and noted the cause was determined to be myopotential related and the suggested reprogramming to alternate sensing vector did occur. No further troubleshooting was performed at that time. Over two and a half years later the s-ICD had stored inappropriate treated and untreated episodes due to oversensing. Ts again was consulted and suggested further troubleshooting to determine root cause. Ts noted that if root cause was unable to be determined, that there may not be a good sensing vector for the patient. Additional information was received that the cause of the recent noise was determined to be myopotential related. Automatic set up was completed and the s-ICD remains in service. No adverse patient effects were reported.